Event description:
During a cardio neuro ablation procedure, an optical issue occurred causing a delay in procedure. The catheter contact force was out of range when the catheter was connected. The connection was checked, and the catheter was replaced which did not resolve the issue. A new tactisys was used and the procedure was completed and there were not patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure, and label were free of physical damage. When power was applied, the tactisys completed the post (power-on-self-test) and communication was established. A known-good catheter was connected and contact force was not observed. Fiso diagnostic revealed a signal loss at channel one. The front enclosure was opened, and the lc/lc fiber optic adapter was cleaned. The catheter was reconnected and channel one appeared to be functional and contact force was observed. The tactisys functioned as intended after the lc/lc fiber optic adapter was cleaned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Evaluation testing was unsuccessful as no contact force was observed. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter.